Event description:
The aid allegedly injured her foot when the bed collapsed. Details and extent of alleged injury are not known at this time.

Manufacturer narrative:
MFR received notice that an attendant had allegedly injured her foot and has been off work since the incident on workers compensation. This incident allegedly was due to an invacare bed collapsing. The user of the bed was "not" reported as injured. The serial number of the alleged bed involved indicates the bed has been in service since 2002. The bed has not been returned for an eval. No add'l info has been provided. MDR filed based on alleged serious injury.